Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl. The customer's other blood glucose value was 106 mg/dl, 300 mg/dl, 149 mg/dl. It was unknown if the insulin pump was on auto mode. The customer reported blood at sensor insertion site. The customer declined troubleshooting. The insulin pump will not be returned for analysis.